Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 400 mg/dl. The customer was treated with manual injection. The event involved product(s) unk_reservoir, unomedical, mmt-1884. Troubleshooting was partially performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_reservoir. No product return is required for unomedical. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test and dat at 0.08725 inches. No alarms/alerts noted during testing. Successfully downloaded history files and traces using thump. No alarms/alerts found in the pump history file/trace on the event date 01-oct-2025. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Harm reported with no reported allegation of a device malfunction was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.